Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2013, for removal of water from his lungs. The cause of death was diabetes and heart attack. The caller stated that there was a third cause of death but the caller could not recall it. The customer was driving a gator which tipped over on him and broke eleven ribs. The customer had been in a motor home, in the same position, and got water in his lungs. The caller stated that on (B)(6) 2013, the customer had gained a quarter of a pound of water in his lungs and the next day it was half a pound. The customer had unspecified diabetes complications. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. It had been disconnected from 10 am on (B)(6) 2013 until passing. The insulin pump has been given to the customer's doctor who donated the device to someone in need.